Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 35 mg/dl and the current blood glucose was 260 mg/dl. Customer treated low blood glucose with food. Customer stated symptoms related to low blood glucose that were weakness, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, fatigue. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering the insulin. Customer stated that during last set change the customer recalls the insulin was squirting from end of set before connecting at the site. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.